Event description:
Patient entered the MRI room with insulin pump. The MRI tech failed to screen the patient properly. Once the MRI tech discovered the pump, it was removed from the room. There was no harm to the patient, however the insulin pump malfunctioned. The pump was replaced at no cost to the patient.